Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a anterior cruciate ligament surgery the first implant had a backstop flow from the hole entrance during tension stitching. When the doctor tried to insert the second implant, the driver broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the most likely cause of the reported failure is an error, specifically improper surgical technique with the device. Directions for use (dfu) dfu-0156-eo arthrex suture retention devices. G. Precautions 3. The depth stop should be used to avoid piercing structures peripheral to the capsule. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 5. Do not bend the device cannula. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. 8. Speedcinch, meniscal cinch ii and softstitch devices only: do not advance the implant beyond the tip of the cannula before penetrating the meniscus. 11. Meniscal cinch device only: to avoid premature tension to construct do not pull external suture before releasing trocar #2. 12. Meniscal cinch and softstitch devices only: do not trap external suture against handle. 13. Meniscal cinch device only: after implanting #1, do not move device before releasing trocar #2. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.